Event description:
It was reported via repair work order that the ottoman section is twisted and will not close/lock into place. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the ottoman section is twisted and will not close/lock into place. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Conclusion: unit is not repairable.

Manufacturer narrative:
Conclusion: the issue was resolved for the customer by replacing the mechanism.